Event description:
The fe reported that the system displayed an intermittent error. This caused the system to lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock was in need of replacement. The fe informed the customer that the replacement part was not available at this time. No further info is available at this time.